Event description:
It was reported by the customer was hospitalized for diabetic ketoacidosis (dka). Hospital contact requested assistance from tandem technical support locating pump basal rate feature. Contact located the feature and indicated there was one basal rate for a 24 hour period at 1.2 units per hour. Reportedly, the pump was not the cause of dka or hospitalization; however, the cause was not provided.

Manufacturer narrative:
Multiple attempts were made to obtain additional information; however, customer did not respond. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.